Manufacturer narrative:
The MFR has evaluated this event and confirmed that the loss of integration of the endosseous dental implant is a known inherent risk of the procedure. MFR's trend analysis confirms that the reported failure rate associated with its implants is below the expected rate for this procedure as published in the scientific literature.

Event description:
Removal of endosseous dental implant. Sixteen implants were placed during a complex procedure on 3-6-97. The clinician reports that the patient's bone was essentially complete cortical in nature in both the mandible and maxilla. The implant in site #19-20 area was removed on 4-11-97. The patient reported pain at time of implant removal. The clinician reports that the failure may be due to necrosis of bone due to high cortical density.